Event description:
Contact reported that the pt experienced pain 8 months post-operatively. Three cufftack devices had been used in the case. Implants were found to have broken and revision surgery was performed to remove the fragments.